Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any it was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). Product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was wearing the pod between 4 and 24 hours on the abdomen. The patient was vomiting in the morning with blood glucose levels of 382 mg/dl. Patient was taken to the emergency room by their mother immediately. At the emergency room the patient's mother stated that the patient had to take some fluids because of all the vomiting the whole morning. Patient was provided with lantus manually, as well as an insulin drip. They discovered that the cannula was bent and that is when the patient was not receiving insulin through the pod. They also gave the patient something to stop the vomiting. Patient was then moved into the hospital unit where they continued to give the patient fluids, insulin drip, and lantus. Patient spent the day there and was released the following day.